Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient was admitted from home on (B)(6) 2017 after routine lab work showed a low hemoglobin and a supratherapeutic international normalized ratio (inr).  The patient was subsequently admitted for further evaluation and workup. She has received a total of one unit of packed red blood cells (prbcs) so far. The gastroenterology (gi) team has been consulted and they are awaiting recommendations. The patient remains hospitalized in the step-down unit. No further information has been provided.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient did not exhibit any symptoms at the time of the reported event. Esophagogastroduodenoscopy (egd) revealed one non-bleeding gastric ulcer and a 2 millimeter (mm) single angioectasia in the duodenal bulb which was treated with argon plasma coagulation (apc). C-scope was negative for any active bleeding. The patient received an additional unit of packed red blood cells (prbcs) and one unit of fresh frozen plasma (ffp). The patient was discharged home on (B)(6) 2017. The patient is currently doing well and is in stable condition. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.